Event description:
The following has been reported by customer: an infusion was started around 5:00 pm with 250ml of fluid. The infusion pump (infusomat) was set to run for approximately 24 hours at a rate of 13ml/hour. Two individuals were involved and performed a double-check of the medication and infusion volume. As mentioned above, the infusion was intended to run for about 24 hours or be completed within 24 hours. However, the infusion started at 5:00 pm was already completed by approximately 8:30 am the next day, approximately 8 hours earlier than expected. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. However, no infusion at 13ml/h was found but at 20ml/h. We would like to point out some inconsistencies in the prescription given. A 250ml infusion at 13ml/h should last 19 hours, not 24 hours. For a prescription of 250ml over 24 hours, you would need to infuse at around 10.4ml/h. The reported device was received in brézins for investigation. Once in brezins, external inspection found that the device was dirty, the membrane was worn, and the pole clamp was dirty and worn. During functional test, the flowrate test and the quality control failed. This can be explained by the lack of maintenance and the damaged membrane. Internal inspection found nothing except inseams found dirty. As it was noticed that the preventive maintenance was overdue (may 2021). Due to the lack of maintenance and as per IFU recommendations, this complaint will be considered as a misuse. To our knowledge this complaint is not being related to patient safety this complaint is considered as: misuse the trend is: n/a.